Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, failure to capture and failure to sense was noted on the right ventricular (rv) lead. This lead was not used and the physician elected to complete the procedure using a different lead. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead in one piece with a stylet and an implant tool was returned for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the inner coil was over-torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.